Event description:
Complainant alleged that while attempting to treat a 63-year-old male patient, the device displayed a "compressor fault-2001 " message. Complainant indicated that the clinician bag ventilated to continue treating the patient until the device was restarted and the error was cleared. Then the clinician continued to use the original device. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the forensic memory log. However, the device was put through extensive testing without duplicating the report. The presence of this alarm is not necessarily an indication of device malfunction. The alarm can be caused by, but not limited to, wet/dirty flow screens, dirty filters or the patient coughing/asynchronously breathing with device. The breaths log showed that during the event there is some evidence of the patient coughing. An internal inspection identified that the flow screens were dirty which may have contributed to the customer report. The flow screens were replaced as a precaution. The device was recertified and returned to the loaner pool. Analysis of reports of this type has not identified an increase in trend.